Event description:
It was reported that the right atrial (ra) lead showed no evidence of capture at maximum output in unipolar or bipolar, lead impedance had decreased and was low, an atrial lead warning had triggered, and there was total undersensing at the most sensitive setting with occasional ventricular safety pacing. It was also noted that the underlying rhythm could not be determined but the electrogram was consistent with noise. The lead was reprogrammed remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable pulse generator (ipg) 2008 (B)(6); 430-07 competitor implantable pacing lead 1996 (B)(6). (B)(4).